Manufacturer narrative:
Steris counseled user facility personnel on the importance of following proper fill processes for the trufreeze console system.

Event description:
The user facility reported that an employee obtained a burn from liquid nitrogen while filling the trufreeze console system. It is unknown if the employee sought or received medical attention.

Manufacturer narrative:
During the time of the reported event, the employee went to fill the trufreeze console system and thought that the liquid nitrogen valve was closed, but the valve was open. As the valve was open, this subsequently caused the liquid nitrogen to spurt out onto the employee's gloves. The employee stated that the liquid nitrogen soaked through the gloves causing the reported burns. Steris will offer in-service training on the proper use and operation of the trufreeze console system, specifically the importance of following proper fill processes. The trufreeze console system was manufactured in 2013 and is serviced and maintained by the user facility's third-party service provider. A follow-up report will be submitted when additional information becomes available.